Event description:
The customer reported via phone call that she was having issues with the sensors and was only able to wear them for a couple of days. Customer reported that she was receiving lost sensor alerts and had blood glucose levels up to 500 mg/dl. The customer declined troubleshooting for high blood glucose levels. Customer was advised that the sensors would be replaced and agreed to return the products for analysis.

Manufacturer narrative:
A complete analysis and testing of 1 opened and used enlite sensor performed the continuity resistance test and the sensor failed per specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.